Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir area was stripped and hard to press buttons. Customer¿s blood glucose was unknown. Customer also reported that insulin was squirting out during manual prime and screen has looked warped before as well as insulin pump rejected the new batteries. Insulin pump will not be return for analysis.